Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of improper connection between the proximal and distal connector segments was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. A gap was evident between the two connector segments. The connector locking arms appeared to be fully engaged. The distal connector segment appeared to be deformed. Microscopic inspection of the connector revealed light mechanical damage. The distal connector bore orifice appeared elliptical. The distal connector segment appeared to be bent approximately midway along its length. The distal connector appeared deformed at its proximal end. No discoloration accompanied the deformation. The extent of the connector deformation combined with the lack of material discoloration and lack of extensive mechanical damage suggested that the connector segment was deformed during the manufacturing process, before the material was cooled. Such deformation can occur during device removal from the injection mold. A lot history review (lhr) of rebx0640 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheterization was conducted on (B)(6) 2018. Patient was admitted to the hospital during the PICC catheterization, the nurse in charge found that the strain relief sleeve and the connector could not be tightly connected. There was a clearance about 3mm between the strain relief sleeve and the connector.